Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose was 33, 129, 134, and 150 mg/dl within 10 minutes, with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.